Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidein technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the q2 flow sensor. The customer reported to have replaced the q2 flow sensor. The unit passed all tests. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).